Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited pacing inhibition for one cardiac beat due to suspected crosstalk from the right atrial (ra) lead. It was noted that the patient was in third degree heart block with moments of sinus brady with long av conduction. The automatic gain control was set to fixed sensing and ventricular output was increased to a fixed value of 2.4 volts. No further pacing inhibition was noted following programming changes. No adverse patient effects were reported.